Event description:
It was reported on (B)(6) 2013, that during a tfn procedure the surgeon experienced difficulty finding alignment for helical blade insertion. After 8 to 10 attempts and several part interchanges, the surgeon was able to implant the helical blade without resistance. Procedure was completed to the surgeon satisfaction with an additional 20 minutes added to the procedure. This report is for an insertion handle f/trochanteric fixation nails. This is 1 of 12 parts for complaint 33102.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A device history report has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of the DHR indicates there was one mrr 47555 for g2 oversize on one piece out of a sample of (B)(4). The lot size was (B)(4). Inspection was done on (B)(4) pieces and (B)(4) parts were found nonconforming. The remaining (B)(4) parts were not inspected and it cannot be determined whether or not the complaint is valid until the part is returned for evaluation. The 5 nonconforming parts were scrapped. All other records indicate the product was manufactured to specifications. During this evaluation, the returned aiming arms, qty2, blade guide sleeves, qty 2, buttress-compression nuts, qty 2, insertion handles, qty, 2, helical blade coupling screws, qty 2, and helical blade inserters, qty 2, from this complaint were assembled with known good mating instruments and implants to complete the insertion construct in order to evaluate the function and alignment of the returned devices. The mating known good parts included a short trochanteric fixation nail part 456.315, lot 6700338, cannulated connecting screw part 357.397, lot 6606047, 100mm helical blade part 456.305, and ball hex screwdriver part 357.515, lot 4936924. The constructs assembled and the helical blade aligned with the tfn hole on each attempt in each combination made with the returned devices. The complaint condition of the returned devices not aligning could not be replicated during this evaluation. The design is adequate for its intended use and did not contribute to this complaint condition.